Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. Patient's mother tested the alert functionality and reported the alerts were not functioning correctly. Patient used an adult receiver. Patient's mother did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4).